Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a phaco handpiece was observed to be warm near the cable during a cataract procedure. There was no consequence for the user or patient. The surgery was completed with another handpiece.

Manufacturer narrative:
Additional information provided in additional MFR narrative. No further information was able to be obtained from this customer. With no additional, related information provided, the customers reported event was not able to be confirmed. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the handpiece. The associated system was manufactured on april 28, 2015. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
(B)(4).